Manufacturer narrative:
The investigation performed on surgery data log files from the subject event pointed out that the root cause is a design defect already known.

Event description:
It was reported that during preventive maintenance a shutdown occurred during an automatic robot arm movement.